Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. Inspection of the returned device revealed a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as designed. Because the original plunger was not returned with the device, during lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the test results of the device needle trajectory and testing during manufacturing, the probable cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported needle-to-cuff miss. Also, a query of the complaint database for this lot based on actual investigation findings revealed no similar incidents that exhibited the posterior cuff miss as this incident. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional, coronary procedure. Reportedly, a cuff miss occurred. The device was removed from the patient's anatomy and manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.